Manufacturer narrative:
Visual review: a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was not engaged to the tamp lock and the sealant was not returned. The procedural sheath was separated from the device as received. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Functional review: the advancer tube was able to engage the proximal tamp lock during investigation(mynxgrip instructions for use. No anomalies were observed. Phr review: a review of the manufacturing documentation associated with lot f180720 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Root cause analysis: the failure reported as ¿failed deployment, the collagen (peg) backed out of the patient¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the exact cause of the reported failure experienced by the customer may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed deployment, the collagen (peg) backed out of the patient. The vcd will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The device was properly stored per the labeling. The mynx vcd was used in an interventional coronary procedure (stent) in conjunction with a non-cordis 6f sheath. The mynx was deployed into the superficial femoral artery (sfa) at a 45 degree angle. The vessel measured 5 mm with no tortuosity. Femoral imaging confirmed suitable sheath position. The mynx vcd balloon was deflated and removed. The collagen (sealant) came out of patient with the tamper straw. Manual pressure was held to groin and hemostasis was achieved in 25 minutes. No hospitalization was required and the patient fully recovered. As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed deployment, the collagen (peg) backed out of the patient. The device was stored properly. The mynx vcd was used in an interventional coronary procedure (stent) in conjunction with a non-cordis 6 french sheath. The mynx was deployed into the superficial femoral artery (sfa) at a 45 degree angle. The vessel measured 5 mm with no tortuosity. Femoral imaging confirmed suitable sheath position. The mynx vcd balloon was deflated and removed. The collagen (sealant) came out of patient with the tamper straw. Manual pressure was held to groin. Hemostasis in 25 minutes. No hospitalization required. Patient fully recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was not engaged to the tamp lock and the sealant was not returned. The procedural sheath was separated from the device as received. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The advancer tube was able to engage the proximal tamp lock during investigation per mynxgrip instructions for use (IFU). No anomalies were observed. A device history record (DHR) review of lot f1807202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed due to the condition in which the device was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported; however, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.